Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, identified that the system experienced a software bug. Reloaded the configuration files to address the software bag. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system intermittently would produce black images, but subsequent exposures were successful. There was no report of patient injury.